Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿ is one of the potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ in this case, retrieval was attempted after 175 days following implant.

Event description:
According to the notice received by way of a civil action complaint filed on march 9, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6). The patient had a scheduled removal approximately 34 months later, on or about (B)(6) 2016. The physician (s) was able to retrieve the device, however, interventional radiology imaging showed the filter had fractured and one leg of the filter remains implanted in the patient¿s body. The patient is alleging ¿significant injuries¿ including the fracture of the device which the patient alleges ¿poses an increased and continual risk of perforation.¿ argon¿s attorneys are attempting to gather information.